Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a stuck button alarm, and the pump was over heating. The customer reported a blood glucose value of 196 mg/dl. The customer was treated with an insulin pump. The event involved product(s) mmt-242a, mmt-332a, mmt-7040pa, mmt-1884. Troubleshooting was performed. The pump was not exposed to change in altitude. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a, mmt-7040pa. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with an intermittent responsive keypad at the ok button. However, unit passed self-test. Pump was cut open to perform visual inspection and found a flattened dome on the ok keypad, no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. A stuck button alarm did not occur during testing. However, stuck button alarm was found in the download on 08/01/2025 18:49:23.000, 08/08/2025 13:52:49.000, 08/08/2025 13:53:15. Test p-cap locked properly into reservoir compartment. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail. Stuck button alarm in history file and intermittent responsive keypad at the ok button due to flattened keypad button dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.